Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was brought to biomed shop with a channel error issue and that the it needed the pressure sensor replaced. The sensor was then replaced, tested the unit, and it was made ready for use. There was no patient involvement. Although requested, no further information was made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was brought to biomed shop with a channel error issue and that the it needed the pressure sensor replaced. The sensor was then replaced, tested the unit, and it was made ready for use. There was no patient involvement. Although requested, no further information was made available to date.